Manufacturer narrative:
H.6 investigation summary: catalog: 442020, batch no.: 3137615. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 3 of 4. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic), there were molecular false positives on four bottles. No patient impact. The following information was provided by the initial reporter: "evidence of false positives by molecular detection in sepsis film array panel of candida tropicalis organism with use of bd bactec peds plus bottles (4 bottles) lot: 3137615 expiration date: 02-20-2024."

Event description:
Report 3 of 4. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic), there were molecular false positives on four bottles. No patient impact. The following information was provided by the initial reporter: "evidence of false positives by molecular detection in sepsis film array panel of candida tropicalis organism with use of bd bactec peds plus bottles (4 bottles) lot: 3137615 expiration date: 02-20-2024."

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.